Event description:
It was reported that while in use on a patient this 980 ventilator alarmed and switched to back up ventilation (buv). The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Patient information cannot be provided due to the restriction by the (B)(6) privacy regulation. Return date estimated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to section h6 evaluation code method, result, conclusion and component codes. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that 980 ventilator alarmed and switched to back up ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed backup ventilation from the ventilator logs and replaced the mix controller printed circuit board assembly (pcba). The ventilator passed all test and calibrations per manufacturer specifications at the time of service. One mix controller pcba was received for failure analysis. The ventilator failed to power up correctly, generating a high priority alarm with error code displayed on the status display screen. The ventilator was not recognizing that air and o2 were connected. The fault was isolated to the reset switch, reference designator, sw1 and this failure in mix controller pcba could cause the reported issue of backup ventilation the cause of the event was isolated to component sw1 failure in mix controller pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.